Event description:
It was reported to gore that a 37 mm gore® cardioform asd occluder was selected to treat an ostium secundum atrial septal defect (asd ii) measuring 17 mm. Reportedly, the procedure was uneventful and the defect was closed successfully. A few hours post implant, the patient showed few junctional beats with a dominant sinus rhythm of 88-110 /min. The patient was observed overnight and discharged home the next day with a normal sinus rhythm and reassuring echocardiography. Additionally, aspirin 5 mg/kg/day was started. Having remained asymptomatic during one week, the echocardiogram identified an atrioventricular block during follow-up examination. The patient was reported to have been readmitted to hospital for observation.

Manufacturer narrative:
A1, patient identifier (in confidence) - no patient specific details have been provided. Therefore, date provided reflect gore's internal case number. Reportedly, the device remains implanted. Therefore, an evaluation of the device cannot be performed. H6, investigation findings - code c21: the serial number of the device involved in this event is currently unknown. Gore has reached out to the source for additional information. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. A review of the manufacturing records for the device verified that the lot met all prerelease specifications. The device remains implanted. Therefore, an evaluation of the device could not be performed. Considering the nature of this event and the results of this investigation, this occurrence did not warrant remedial corrective or preventative action. This type of occurrence will continue to be monitored and trended for event trending, analysis. Review and appropriate actions will be taken as they are deemed necessary. This complaint was initiated based on information received from the field. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. Therefore the cause of the reported arrhythmia could not be independently confirmed during the investigation. Arrhythmia represents a known complication or adverse event that can occur when using septal occluders and can arise as a result of a multitude of factors, including patient-related risk factors. No allegation of a device malfunction was found during our investigation impacting device performance. Based on the incident description and the subsequent investigation, we are unable to determine the cause of this incident and assign a root cause. According to the gore® cardioform asd occluder instructions for use (IFU), adverse events associated with the use of the occluder may include, but are not limited to: new arrhythmia requiring treatment.

Event description:
It was reported to gore that on (B)(6) 2024 a 37 mm gore® cardioform asd occluder was selected to treat an ostium secundum atrial septal defect (asd ii) measuring 17 mm in diameter. Reportedly, the procedure was uneventful and the defect was closed successfully. A few hours post implant, the patient showed few junctional beats with a dominant sinus rhythm of 88-110 beats per minute (bpm). The patient was observed overnight and discharged home the next day with a normal sinus rhythm and reassuring echocardiography. Additionally, aspirin 5 mg/kg/day was started. Having remained asymptomatic during one week, the follow-up echocardiogram on (B)(6) 2024 identified an atrioventricular block with a heart rate over 85 bpm. The patient was therefore readmitted to hospital for further observation and was then treated with steroid medication over the next 5 days. Subsequently the patient was reported to have recovered and additional information reported to gore indicated that the patient was doing well three weeks post hospital stay.